Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic after a vibratory alert was delivered. Upon interrogation, the device was in backup mode. A device download was performed successfully to resolve the event and the patient was stable with no consequences.